Event description:
It was reported that "after the puncture and insertion of the wire, a fracture occurred when trying to remove the needle (for localization). In addition, there were repeated microcracks in the plastic part of the needle, causing air to be aspirated during the puncture". A new needle was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the puncture and insertion of the wire, a fracture occurred when trying to remove the needle (for localization). In addition, there were repeated microcracks in the plastic part of the needle, causing air to be aspirated during the puncture". A new needle was used to complete the procedure. The condition of the patient was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The photo shows an 18ga introducer needle separated at the distal end of the needle hub. The customer also returned an 18ga introducer needle for analysis. Signs of use in the form of biological material were observed on and within the sample. Visual analysis revealed that the needle hub was broken and separated at the distal end of the hub. A portion of the distal hub remained adhered to the needle cannula. Microscopic examination confirmed the damage. Functional inspection was not able to be performed due to the damage to the needle hub. As the customer did not provide a lot number, the needle hub part number is unknown. The sample was sent to the material testing lab for ftir testing of the needle hub to determine the needle hub material. Based on visual and chemical characterization of the material, data supports the needle hub is acrylic. The report suggests the needle hub of the returned sample is made of acrylic which is the old needle hub design. A CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material (polycarbonate) to manufacture the needle hub. Therefore, the sample received was manufactured prior to the implementation date of the CAPA. R & d confirmed the sample received is design related. The last finished good of product code de-15955-s that contains the old needle hub material sent to this customer on 28-oct-2024 is lot 71f22e0322. A device history record review was performed on lot 71f22e0322 and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. Ftir material testing of the needle hub confirmed the material to be acrylic. Based on these circumstances and the comments from r & d, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material (polycarbonate) to manufacture the needle hub. The material of the needle hub (acrylic) suggests the needle hub was manufactured prior to the CAPA implementation date. A non-conformance was initiated to further evaluate this issue. Teleflex will continue to monitor and trend for reports of this nature.